Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to know what peritonitis and paresthesia were, it was reviewed, and the patient stated that at times they felt pins and needles. The patient stated it was sporadic and might be related to their arthritis, but they weren¿t sure if it was related to the implant. The patient also reported they were getting severe stomach cramps and tightening. The patient reported they were also getting burning sensations, pain, and urinary tract infections (utis) when they peed. The patient had been on antibiotics for 2 weeks and the burning, pain, and utis hadn¿t cleared up. For the last couple weeks, the patient had been having bowel control issues of constipation and diarrhea, which they never had before implant. The patient also noted having anal sensations from the device. The patient stated they turned off the implant to see if it helped, but it didn¿t seem to. They tried a new program, program 3, felt discomfort, got some relief, and had to adjust multiple times. The patient stated it was erratic, so the device hadn¿t been on since then. The patient was redirected to their healthcare provider to check the implant and settings. The patient noted seeing them the following day. No further complications were reported.